Event description:
During a rotator cuff repair, it was reported the physician implanted the healicoil into soft bone, when the physician went to tie the knot, the implant split at the top. The eyelet was fine, but the top part of the implant broke. The implant was removed with graspers. It was reported that the site was abraded and tapped in preparation for the anchor. The surgeon was satisfied that no pieces were left in the patient, there were no x-rays taken. It was reported the surgeon used a competitor¿s device in a new anchor location and the same process was used for site preparation. The surgeon left the original anchor location vacant. There were no patient injuries or complications reported.

Manufacturer narrative:
\Device evaluation: only the distal end of the anchor and a short length of co-braid suture was returned for evaluation. Visual assessment confirmed the breakage. Due to the returned condition of the anchor dimensional assessment is prohibitive. Clinical details regarding bone quality (soft) may have contributed to this failure. Per the devices IFU under precautions ¿bone quality must be adequate to allow proper placement of the suture anchor¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).